Event description:
A 2.5mm diameter x 20 mm length sprinter legend rx balloon dilatation catheter was used to treat a thrombotic lesion located in the rca; the balloon was inflated and deflated once with no issue, however, on second inflation, it ruptured and a pin hole was detected. No issues were noticed during preparation and inspection of relevant device prior to use. The pt is reported to be fine and no other sequelae were reported. Medtronic has received the device and its analysis has been completed. The balloon was still partially inflated. There was a brownish liquid inside the balloon; possibly blood and contrast. Negative purge confirmed the presence of a leak. A pin hole was located over the proximal marker band. There was no further damage evident on the device. The target lesion in the rca is reported to have been in a moderately tortuous vessel with the lesion exhibiting 100% stenosis with no calcification. As per the event description, the balloon held pressure for the first inflation at the lesion site. As blood flow in the vessel was not confirmed, the physician inflated the balloon for the second time. The pin hole was detected on the second inflation. Communication from the field confirmed that there were no abnormalities noted during preparation of the device. Based on the info available, the device has not been identified to be the root cause of the event. Given that the balloon was successfully inflated/deflated prior to the detection of the pin hole, it appears that the balloon material may have been damaged at the lesion site resulting in the pin hole leak. Therefore, the root cause of the event was most likely due to pt lesion morphology.

Manufacturer narrative:
(B)(4): evaluation results, conclusion: 100% stenosis.